Manufacturer narrative:
(B)(4).

Event description:
It was reported as per the patient, she knew that she had metal allergies before the surgery was performed, but the doctors told her it was not something to be concerned about. Since she had the surgery, she swelled at the base of her skull. She sometimes lost feeling on the right side of her face. She also suffered from vertigo. She was in horrible pain and sometimes it was so bad that it caused her to be sick. She had her blood tested for metal poisoning. It did confirm her allergies, but she doesn't recall what they were. She gave the list to her doctors and now she needed to know the metal composition of her 3 implants so that she could take the information to her doctors and they could decide if the items should be removed.